Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after a merlin.net transmissions alerted that their pacemaker was in backup vvi mode. A device download was performed and the device was restored. Patient was stable and will continue to be monitored.